Event description:
The luer hub of the cypher select cracked during inflation of the balloon.

Manufacturer narrative:
The product is available, but has not been received as one of the initial report. Additional information will be submitted within 30 days of receipt.